Event description:
Dexcom g7 gave 50 points off and I'm on a tslim x2 ump. It gave insulin bolus automatically. I checked finger stick and had to take measures for severe insulin drop to 30. I immediately took it off and went back to dexcom g6 with no further prob. Now I am being forced to use g7 as dexcom is not making g6 any longer. Please help us. We could die if over or under dosed with insulin on pumps. Im medicare recipient so can't choose other units. Please help fast. I didn't keep all info at time sorry. I didnt know I needed to report to you.